Manufacturer narrative:
Investigation results: visual investigation: the tip of the product is broken off. The broken tip was not provided for investigation. The fracture surface is very small therefore a clear fracture analysis is not possible. There are hints which indicate a forced fracture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale there are no hints for a material or manufacturing problem. We assume that the tip of the device broke due to an overload situation. Conclusion and root cause due to the current deviation and according to rationale, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with xa167r - handform-wurzelheber 623/74. According to the complaint description, the working end broke off during tooth extraction. There was no described patient harm. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).